Event description:
It was reported that during negative pressure wound therapy utilizing a renasys touch, it was unable to charge the battery by connecting to the main power. There was no patient harm. There was no delay. The treatment was continued with a back-up device.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint was verified by a functional evaluation in which the device powered down whenever the ac power supply was disconnected. Following the complaint assessment, the unit was sent to our service and repair centre to await further instructions on the repair status/fate of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.